Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ins displayed error codes that indicated end of service and poor communication with external devices. As a result, the patient experienced ineffective stimulation. Surgical intervention may occur later to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ins was explanted and replaced. Reportedly, the patient was programmed post operatively.